Event description:
Baxter reports the occluder feet were broken on a minicap transfer set during exchange of the transfer set. The affiliate reports no patient injury or medical intervention as a result of the incident.